Event description:
It was reported that during patient use two ventilator battery errors were generated at the same time. The patient was removed from the ventilator and transferred to another ventilator with no reported negative patient consequences. There is no report of serious injury or death associated with this incident.

Manufacturer narrative:
(B)(4).as the device will not be returned, no further evaluation is possible. However, the device was replaced.

Manufacturer narrative:
(B)(4). Two batteries were returned for evaluation. The service engineer evaluated the batteries and could not verify the reported complaint. The batteries were installed into a test ventilator and allowed to run for two days. It was also power cycled multiple times and was run exclusively on battery power for an entire work day. There were no power issues and no errors were generated. The device operated per manufacture¿s specification. A third party service provider replaced both batteries.